Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced over stimulation during impedance check. Diagnostics revealed low impedances. Troubleshooting was unable to resolve the issue. X-rays showed no anomaly. In turn, surgical intervention took place on (B)(6) 2020 wherein the patient¿s ipg was explanted.